Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. No x-rays were provided to reference. Review of revision operative reports confirms the reason for revision was pain and a prominent screw. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other similar reports against the product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action is not indicated.

Event description:
Revision due to pain, post operative x-rays in (B)(6) showed a prominent hip screw from the acetabular component causing irritation of his sciatic nerve on the left side.